Manufacturer narrative:
H3: product analysis :evaluation confirmed the reported allegation of burr tip wobbling while in use. The likely cause was identified as due to loose and corroded bearing at tube distal. It was also noted that there were vague tube and base markings that needed etching. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the burr tip of the attachment was observed to be wobbling. It was reported that there was no patient involvement.